Event description:
One endeavor sprint drug-eluting stent was implanted in the mid rca (MFR report# 2953200-2008-01026). One endeavor sprint drug-eluting stent was implanted in the proximal lad (MFR report# 2953200-2008-01027) and one endeavor sprint drug-eluting stent was implanted (overlapping) in the mid lad (MFR report# 2953200-2008-01028). Patient was asymptomatic at 30 day follow up. Investigator reported that an ischemic stroke occurred three months post initial stent implant. It is reported that the patient was hospitalized and a stoke was diagnosed. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 6 month follow up.

Manufacturer narrative:
Stroke.